Event description:
The user facility reported that the distal portion of the guiding sheath became partially separated during removal following a peripheral intervention procedure. Follow-up communication confirmed that: the procedure involved a contra-lateral approach going up and over the iliac bifurcation to the sfa; sheath insertion was reportedly difficult due to an "extremely scarred groin and steep bifurcation"; the physician stated that after several attempts he was unable to get the device over the bifurcation to the other side; therefore, the physician decided to withdraw the guiding sheath, but the device reportedly felt "stuck"; a "strong effort" was used in multiple attempts to remove the sheath; eventually, the resistance was able to be overcome and the sheath was withdrawn, but it began to "unravel outside of the patient" during the removal; and there was no reported impact to the patient.

Manufacturer narrative:
The involved device was returned for evaluation. However, the production lot number was not known by the user facility, which prevented a meaningful review of production or complaint records. Therefore, the failure investigation was limited to assessment of user facility information and the returned sample. Examination of the returned sample confirmed: the plastic inner and outer layers of the sheath had been pulled apart creating a separation at approximately 26.5-cm distal to the hub; edges of the sheath material were ragged and there were narrowing spiral twist marks adjacent to the point of separation; the coil wire was stretched and straightened, but remained intact connecting the proximal and distal portions of the plastic sheath layers. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The cause of the resistance is likely to have been related to the patients reported condition ("extremely scarred groin and steep bifurcation"). The observed damage and ragged edges at the point of partial separation indicate that the sheath had been subjected to excessive pulling and twisting forces. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).